Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established, however, it is possible that physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used made lg-lens glue peeled off, then moisture invaded there and corroded. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.